Event description:
Customer reported ICU pt was receiving levophed at 10mcg/min when the pump alarmed with a "malfunction - replace immediately". The pt's blood pressure and oxygen saturations dropped. Pt required rescue which was successful. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.